Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that during contrast infusion at rate of 2-6ml/second, the user is experiencing occlusion from the smartsite which sometimes results in leakages. The report suggests that patients are being exposed to the contrast due to the leakage and in some cases requiring repeat contrast scan.